Manufacturer narrative:
Complaint no. (B)(6). Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection identified foreign material within the additive port of the bag; however, as the port showed multiple signs of usage, it cannot be determined where the material originated. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have particulate matter within the additive port of the bag. Where in the process the particulate was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.